Manufacturer narrative:
Visual examination of the returned product/provided pictures identified the 3 devices were returned because the sleeve wouldn¿t move smoothly. All 3 devices were function checked per the functional testing of the juggerknot soft anchor memo and are conforming. Item and lot numbers are not confirmed to match the complaint as they are not etched on the parts. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. No device problem found; the returned products were conforming during functional check. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03246, 0001825034-2020-03248. Concomitant medical devices: part# 912076; lot# 053400; part# 912076; lot# 749180. Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago during surgery, the clear sleeve of the juggerknot did not move clearly or smoothly. The surgeon tried three (3) different ones with the same issue. Attempts have been made and no further information has been provided.